Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus delivery. The customer tried 3 or 4 times to deliver a bolus and kept receiving no delivery alarms. He stated he also received no delivery during basal in the morning. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is able to complete the rewind sequence. The customer treated with manual injection and would be changing the set. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. The insulin pump was replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, it was unable to prime unit during prime test due to faulty force sensor resistor. No unexpected no delivery alarms noted. The motor was tested outside the device and passed. Device received with missing end cap sticker, minor scratches on lcd window and cracked battery tube threads.